Event description:
Consumer's spouse called stating they are concerned over pt's logic readings. Believes they are not accurate. Analysis run on clark error grid using competitive meter readings (65) vs. Bd readings (91) yielded data points in the d range of the grid - outside acceptable limits.